Event description:
Healthcare professional reported right side capsular contracture baker grade iii and a radial fold via ultrasound. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: +(B)(6). Visual analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, radial folds.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and a radial fold via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: observed. As per the investigation procedure deformation, crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.